Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1935 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler underwent and passed a touchscreen test, teach pumps test, valve actuation test, and a system air leak test. Additionally, an accelerated stress test (ast) simulated treatment was performed and encountered a stalling motor pump a. A visual inspection of the lead screw revealed a degraded condition of the grease. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported repeated "invalid sensor reading motor pump a" warnings occurring over several days during both fill and drain phases, with the warnings reoccurring after pressing ok and persisting despite re-setup with new supplies, and the patient was connected during prior occurrences though not connected at the time of the call. Technical support assisted by troubleshooting the issue, advising continued use of the cycler temporarily, and coordinating a cycler replacement, as well as instructing the patient to contact the pdrn and perform capd/manual exchanges as needed. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment on the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.